Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was successfully implanted with a final implant depth of 5mm. Complete left bundle branch block was observed after the procedure, but the patient was in sinus rhythm and was discharged from the facility. On (B)(6) 2023, bradycardia was observed. A permanent pacemaker was implanted. The patient was reported to be stable.

Manufacturer narrative:
An event of complete left bundle branch block post procedure, bradycardia and permanent pacemaker implantation was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that there was no calcification extending beneath the aortic annular plane in the interventricular septum. It was indicated that the patient had the valve implanted at a final depth of 5mm. Based on the information received, the cause of the reported incident could not be conclusively determined but could be related to the final implant depth of the valve.